Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor was not cleaning the endoscopy (gif-hq190). In the biopsy channel and an object was found but could not be identified as the scope was disposed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8, h6 - component code is being corrected to "919 - processor" and medical device problem code is being corrected to "1091 - device reprocessing problem". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, the event likely occurred due to the user, who was not reading instructions for use carefully and not performing necessary pre-cleaning steps. However, a definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: gt8357 oer-pro operation manual. Chapter 4 reprocessing operations 4.3 endoscope precleaning and manual cleaning warning. Always preclean each endoscope immediately after the examination. If precleaning is not executed promptly, debris will solidify and may prevent effective reprocessing. Failure to preclean will leave excessive amounts of debris adhering to the endoscope and may compromise the effectiveness of the reprocessing. It may also result in debris accumulating in the endoscope, preventing the endoscope from working correctly. Remove all accessories (for gyrus acmi video scopes, including the edge card protector) before performing the manual cleaning procedure. Otherwise, the reprocessing may be insufficient. Olympus will continue to monitor field performance for this device.